Event description:
It was reported the atrial lead dislodged and was removed and replaced. It was also reported the rv (right ventricular) lead had high impedance and was removed and replaced. The device was explanted and replaced due to less than one year longevity. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured. Full lead returned and analyzed. (B) (4) no anomalies found. Full lead returned and analyzed. (B) (4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.